Event description:
A report was received that the patient underwent a pocket revision because the ipg was protruding out of the patient's back and was uncomfortable. During the procedure the physician discovered a seroma and drained it. The physician relocated the pocket and the patient was reportedly doing well following the procedure.